Event description:
Status post bilateral subglandular inframammary implants (unk type/MFR/size-no records) for augmentation. Pt denies trauma to breasts, pain or changes in implant but awoke in 1989 with difficulty speaking. This has never resolved and was diagnosed initially as sinus problem, then stroke. 3 MRI's have all been negative. Pt noted other symptoms including progressive arthralgias (positive am stiffness), myalgias, dysesthesias/paresthesias, spasms, fatigue, hot flashes, drenching sweats, memory problems, shortness of breath, tremors, decreased coordination on left side of body and gi/menstrual disturbance.